Event description:
The programmer was returned as a trade-in device and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis it was determined that the overlay was cracked, the stylus was bent, that the display screen changed color when tapped on, that the power cord bay was scuffed, the upper hinge plate was chipped, the rear display cover was marked up and that the power supply failed its ground bond test. All found defective parts were replaced. (B)(4).